Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. It was reported that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/31/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the keypad cover was torn. The keypad buttons were normally responsive, and no contamination was found under the button contacts. Unrelated to the complaint, the display screen was dim and discolored. Of the device.